Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep vein thrombus in distal left popliteal vein and left posterior tibial vein. Event is serious and is considered severe event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2019. (Left knee) . Treatment: diagnostic intervention (unspecified) and an IV heparin drip.